Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced with an acetabular cup, head, and polyethylene acetabular liner.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02998 & 2014-02473).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced with an acetabular cup, head, and polyethylene acetabular liner. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2007. Legal document further reports a left hip revision was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and metal particulate in synovial fluid. No right hip revision has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2013-02998, 2014-02473, 06981 / 06982).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pain. The acetabular cup and modular head were removed and replaced with an acetabular cup, head, and polyethylene acetabular liner. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2007. Legal document further reports a left hip revision was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, and metal particulate in synovial fluid. No right hip revision has been reported. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report noted synovial tissue was stained and dark. Additional information received in patient medical records noted that on (B)(6) 2012 and (B)(6) 2014 patient's blood was tested.